Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent delivery system (sds) was inserted to treat a perforation in the ostial left circumflex coronary artery, but the sds was unable to reach the vessel due to the patient anatomy. No other stent was able to cross the vessel. The graftmaster did not cause or contribute to any complications. No additional information was provided.

Event description:
It was reported that the graftmaster stent delivery system (sds) was inserted to treat a perforation in the ostial left circumflex coronary artery, but the sds was unable to reach the vessel due to the patient anatomy. No other stent was able to cross the vessel. The graftmaster did not cause or contribute to any complications. Subsequent to the previously filed report, additional information was received that no other attempts with other stents were made to cross the vessel after the graftmaster could not cross. The perforation self-sealed. No additional information was provided.